Manufacturer narrative:
Correction to b5 as the fuc chosen is not the actual finding described, which was the tube was seriously snaky. Not that it was to tight. Correction to h6- medical device problem code: from 1544 to 1670. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the customer's allegation was not confirmed. The device evaluation found that the insertion tube was seriously snaky. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): the event is detectable by performing inspection prior to use in the following chapter of IFU. Opreation manual 3.3 inspection of the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope insertion tube was snakey. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope insertion tube was tight. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.